Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during setup of the device to be used as a standby unit in case of an emergency, it was noticed that the cap on the "gas out" exhaust looked odd. When the cap was removed, it was noted that the connector for the gas out looked narrow and "crimped" as though it had melted. No patient involvement as this occurred during setup. Product changed out. No procedure delay as this device was setup as a standby unit.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 26, 2015. (B)(4). The actual device was visually inspected upon receipt. It was confirmed that the gas port of the oxygenator had been flattened. No other anomalies were noted anywhere on the device. A review of the device history record revealed there were no anomalies. Although a definitive root cause could not be determine, it is likely that the unit received damage prior to use based on the appearance of the gas port. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.